Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This is the 2nd of 2 failed implants reported on the same patient. Reference the following manufacturer report for the remaining implant: 3011649314-2020-00462 ((B)(4)).

Event description:
It was reported that a hahn tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #12. The patient returned on (B)(6) 2019 and presented with a fistula at the buccal side of the implant. After examination, the doctor noted that there was infection and granulation tissue at the implant site. It was at that time that the implant was removed. The implant site was then "grafted with laminar bone at the buccal well using platelet rich fibrin (prf) and cortico-cancellous bone (maxxeus bone)". The patient's symptoms were relieved after the implant was removed. The patient is currently "awaiting integration of lamellar bone and bone graft". The patient has type ii bone quality, and has a history of hypertension (treated and controlled) and of periodontal disease. The patient also has a history of occlusal trauma related to a previous bridge abutment. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was returned with a cover screw attached, but not in the original package. The part was verified to be a hahn tapered implant 4.3 mm x 13 mm (70-1154-imp0012) using radiographic template. The returned implant had no defect or non-conformity. The threads was intact. Bone debris was observed from the implant. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Root cause: "loss of osseointegration" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."